Event description:
The filter on the upper portion of the tubing (above the pump) was not secure to the tubing and the pitocin was leaking out at this connection site. It is unknown how much was leaking from the site vs how much the patient was recieving. This caused a delay in care.